Manufacturer narrative:
Qc prior to the event was within the laboratory's established ranges but the customer also stated that they had been having problems with erratic qc recovery. A field service engineer (fse) was dispatched on-site and replaced the modular chemistry (mc) probe and wash collar due to gel on the probe. Fse also replaced the na electrode and cleaned the flowcell ports.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false sodium (na), chloride (cl) and calcium (ca) results generated by the synchron lx20 pro analyzer. Per customer, as many as 50 reports may need amending. At the time of contact, the customer had not amended any reports. Upon further contact, the customer stated they needed to pull amended reports which indicated that the reports were amended. Multiple attempts were made to obtain additional information but no information was received.